Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on an unknown date a mitraclip was chosen for implant for a procedure. The device was implanted. On an unknown date the patient passed away.